Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 500 mg/dl. Customer reported of attempting to call for assistance and did not receive it. Nurse requested assistance at the hospital for insulin pump to be evaluated. The customer was wearing the insulin pump during the hospitalization. The customer would wait for assistance.